Manufacturer narrative:
The qbc seal that has a split in one place was replaced and the system was handed back to the customer for use. The failure of the qbc seal to remain in place is considered a malfunction. Remedial action: a field action was initiated under 2023-pd-mr-013. A field safety notification was sent to the customers informing them about this potential issue. The field correction has since been made available to the field in dec 2024.

Event description:
Philips received a report that the quadrature body coil (qbc) seal that has a split in one place. This seal is used for protection, to avoid the patient from potentially contacting the sharp edges of the magnet covers. If this seal has a split in one place it is likely that this could lead to serious injury.